Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter rupture with onyx. The onyx was reported to have been contained within the sofia catheter. No patient injury occurred. The devices were discarded at the site.

Manufacturer narrative:
Based on the reported information, the report of ¿catheter rupture¿ could not be confirmed and the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the marathon micro catheter instruction for use (IFU) contains the following warnings: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse.¿ if information is provided in the future, a supplemental report will be issued.